Event description:
The biocardia morph access pro steerable introducer cat # map645, lot #01147, started to come apart during a balloon angioplasty of a celiac and mesenteric artery. Approx 1cm of wire was exposed when the device was removed from the pt. An x-ray and f/u arteriogram was performed to search for fragments and look for damage. The x-rays were read as negative for fragments and damage by dr (B)(6). The pt had severely scarred groins which required considerable effort to insert and remove the device. This may have contributed to the device failure.